Manufacturer narrative:
Additional information was received indicating that the reported issue was discovered when pre-use check was performed. The testing related to set up for patient use and was prior to patient use. Based on this information, this complaint no longer meets reportability requirements.

Event description:
The customer reported the touchscreen would not calibrate despite multiple attempts. There was no patient involvement. The customer spoke with a remote service engineer (rse) who advised to replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.